Manufacturer narrative:
The field service engineer (fse) performed system check, which passed within instrument specifications. The fse then performed a high sensitivity system check, which failed to pass within instrument specifications. The fse verified ultrasonics and proactively replaced the incubator belt, reaction vessel (rv) clips, aspirate probes, and rebuilt the precision pump. The fse noted the precision pump had a cracked block and replaced the precision pump. A system check was performed following replacement of the precision pump and the washed portion failed due to an elevated percent coefficient of variation (%cv). The fse replaced the wash pump, wash valve and seal, aspirate probes, and all peristaltic pump tubing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported elevated initial troponin I (access accutni) results, within the risk stratification, for four patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent testing of the patients¿ samples, on an alternate access 2 system, recovered lower troponin I results, within the normal reference range. The original results were not released out of the laboratory. There was no patient impact or change in patient treatment associated with this event. The customer retested the same samples on the original instrument and obtained similar elevated results. Patient samples are collected in 13x100 mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged at 3,600 rpm (rotations per minute) for six minutes, at room temperature. The customer stated all samples were stat and stored at room temperature prior to analysis. Quality control (qc) was within specifications at the time of the event. The customer did not note any system or sample issues at the time of the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.